Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility. Since the device was repaired on site, it will not be returned to baxter, therefore no conclusion can be drawn. A follow-up report will be submitted when additional information becomes available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
Baxter (B)(4) received a call that a flogard infusion pump experienced failure code f94 after the main battery was replaced. This condition had the potential to interrupt delivery. The cts technician instructed the customer, successfully, how to fix the condition over the phone. It is unknown when or in which care area this event occurred. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available.